Manufacturer narrative:
This report is submitted on april 13, 2018.

Event description:
Per the clinic, it was reported that the patient experienced extrusion of the device. Subsequently revision surgery was performed to reverse the extrusion on (B)(6) 2017 and oral antibiotics were administered for a period of 1 week.